Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after preparing and checking the valve in the delivery catheter system (dcs), pre-dilation was performed with an 18x40 non-medtronic balloon. The delivery system was advanced through the right femoral. The valve was released at 5 millimeter (mm) depth after three recaptures. The patient was noted to have an abnormal electrocardiogram (bavt) and was then dependent on a temporary transvenous pacemaker. Following release, a moderate leak was noted. Post dilation was performed with a 23x45 non-medtronic balloon. Final control was carried out and was ok. However, the patient experienced a drop in blood pressure and lost connection to the transvenous pacemaker. Right ventricular perforation and cardiac tamponade were identified on the echocardiogram. Pericardial drainage and cardiopulmonary resuscitation maneuvers were performed, but ultimately the patient died.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID evproplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2023 product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the moderate leak was classified as paravalvular leak (pvl). The perforation was caused by the transvenous pacemaker. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the injury. Per the physician, the cause of death was cardiac tamponade. Per the physician, the dcs did not cause or contribute to the patient¿s death, however, the valve cannot be excluded as a contributory cause.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.